Event description:
Reportedly, when the patient was weeding a garden in the morning of (B)(6) 2016, she felt that a shock was delivered from the subject implanted ICD. The patient visited the hospital on (B)(6) 2016 and the ICD check was performed. One of the four episodes recorded in the device memory revealed that a shock of 42j had been delivered, as reported by the patient. Intense noises ware observed in episodes recorded in device memory. According to the patient, when a shock was delivered, she was weeding a garden with work gloves and rubber boots. Air conditioner outdoor machine and electrical machinery like motor were not found around where the patient was working. Even mobile base station and any other facility like wireless network base stations were not located around there. Ventricular sensitivity was reprogrammed from 0.4mv to 1.2mv at the end of the follow-up. Next follow-up will be performed in one month.